Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed denovo target lesion was located in the moderately tortuous, non calcified first diagonal artery. A 2.0mm non bsc balloon was advanced to the lesion but was unable to cross the lesion. The balloon was exchanged for a 1.5x15mm apex flex balloon. The apex balloon crossed the lesion and when the physician attempted to inflate the balloon, it was unable to be inflated and the physician believed the balloon had ruptured. The device was removed from the patient and the physician attempted to inflate the balloon again; however, it was still unable to be inflated. The procedure was successfully completed with a 1.25mm and a 2.0mm non bsc balloon. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: blood and contrast were present in the balloon and distal outer. An inflation device was attached to the manifold of the device to pressurize the balloon. The balloon was unable to be inflated. Visual and microscopic inspection revealed a shaft tear/perforation located approximately 3.5 centimeters proximally from the distal end of the tip. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed denovo target lesion was located in the moderately tortuous, non calcified first diagonal artery. A 2.0mm non bsc balloon was advanced to the lesion but was unable to cross the lesion. The balloon was exchanged for a 1.5x15mm apex flex balloon. The apex balloon crossed the lesion and when the physician attempted to inflate the balloon, it was unable to be inflated and the physician believed the balloon had ruptured. The device was removed from the patient and the physician attempted to inflate the balloon again; however, it was still unable to be inflated. The procedure was successfully completed with a 1.25mm and a 2.0mm non bsc balloon. No patient complications were reported with the patient's current condition listed as "good".

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed denovo target lesion was located in the moderately tortuous, non calcified first diagonal artery. A 2.0mm non bsc balloon was advanced to the lesion but was unable to cross the lesion. The balloon was exchanged for a 1.5x15mm apex flex balloon. The apex balloon crossed the lesion and when the physician attempted to inflate the balloon, it was unable to be inflated and the physician believed the balloon had ruptured. The device was removed from the patient and the physician attempted to inflate the balloon again; however, it was still unable to be inflated. The procedure was successfully completed with a 1.25mm and a 2.0mm non bsc balloon. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)